Event description:
The patient had an increase in seizures, noted to be potentially due to vns low battery. The patient's generator was replaced. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.